Event description:
Customer reported that the insulin pump delivered insulin without being programmed to do so. Customer stated that she became aware of this issue because, she received a low reservoir alarm, then noticed that 13.7 units of insulin had been delivered. Blood glucose level was 47 mg/dl at the time of the call. Customer stated that she was treated the low blood glucose level with juice. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm noted. The unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No unexpected bolus delivery noted. The device had cracked battery tube threads.